Manufacturer narrative:
Quality control results were low out of specification when tested on advia centaur xp vancomycin reagent lot 017198 reagent pack 14158 indicating that the reagent pack was compromised. Patient sample results were generated with reagent pack (B)(4). Siemens went on site and re-tested the patient samples that were tested on reagent pack (B)(4) on reagent pack (B)(4). The results were all higher upon repeat testing. A precision study was performed by running the three levels of controls with reagent pack (B)(4). Controls were in range. The issue appears to be isolated to reagent pack (B)(4) since the quality control results were within range with reagent pack (B)(4). The instrument is performing within specifications. No further evaluation of the device is required. The quality control section of the instructions for use states: "if the quality control results do not fall within the expected values or within the laboratory's established values, do not report results. Take the following actions: -verify that the materials are not expired. -verify that required maintenance was performed. -verify that the assay was performed according to the instructions for use. -rerun the assay with fresh quality control samples. -if necessary, contact your local technical support provider or distributor for assistance."

Event description:
The customer ran quality control material(qc) with advia centaur xp vancomycin before running patient samples. The qc was low outside of the allowable range, however, 20 patient samples were tested. The customer automatically tests all patient samples with results >15 ug/ml. Upon repeat testing with a different reagent pack, the customer noted higher patient sample results. The customer then repeated 20 samples which were tested on the first reagent pack and noted that all the patient results were higher with the second reagent pack. There are no reports that treatment was altered or prescribed based on the discordant results. There are no reports of adverse health consequences based on the discordant advia centaur xp vancomycin results.